Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus calibration was off. Reseated the display overlay connection to the xy printed circuit board (pcb) assembly and performed a 25 point stylus calibration. Analysis also found that hinge plate screws were missing, the logo button was missing, the lower case was broken and the power cord was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was uncalibrated, despite several calibration attempts in the field. The programmer was returned for service. There was no patient involvement.